Event description:
It was reported that a radiographic image showed a screw fractured post-operatively after the patient was seen for pain. There are no plans for a revision surgery at this time.

Manufacturer narrative:
The screw x-rays were evaluated and the post-op fracture was confirmed. No part number or lot number was able to be identified. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a radiographic image showed a screw fractured post-operatively after the patient was seen for pain. There are no plans for a revision surgery at this time.